Event description:
It was reported that as lvp 20d low sorb 2ss 0.2m cv had flow issues. The following information was provided by the initial reporter: it was reported by the customer that the chemo drug from secondary bag began back filing into primary bag, changing primary line resolved the issue.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint that the chemo drug from secondary bag began back filing into primary bag, changing primary line resolved the issue could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that as lvp 20d low sorb 2ss 0.2m cv had flow issues. The following information was provided by the initial reporter: it was reported by the customer that the chemo drug from secondary bag began back filing into primary bag, changing primary line resolved the issue.